Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke in half while inside the pt's cavity. A fluoroscope was used to locate the 1/2 needle and it was retrieved. A new loading unit was used to complete the case. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).